Manufacturer narrative:
A lead tip stiffness test was performed, and was found to be within specification.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Patient presented in the ER one week following surgery complaining of diaphragmatic stimulation. CT revealed lead perforation. The physician decided to use an epicardial patch in lieu of placing another transvenous hv lead. The lead was explanted with no other complications.